Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the bile duct during a biliary dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the pressure was applied, the balloon would not inflate. It was also noted that the balloon ruptured. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the bile duct during a biliary dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the pressure was applied, the balloon would not inflate. It was also noted that the balloon ruptured. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the complaint device revealed that the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and was unable to confirm that the balloon ruptured. It was noted that the device was able to be inflated up to its recommended inflation volumes and no issues were noted; there were no leaks, holes, pinholes noted, and the balloon was able to hold the pressure. The returned device review (visual, physical, and/or performance testing) showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore the most probable root cause for this complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.